Manufacturer narrative:
Patient city - (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient was admitted to hospital for the treatment of high blood glucose level of 409mg/dl. Patient is still in the hospital and showed symptoms like headache, tired/weak. Hospital staff had given the treatment IV insulin drip (intravenous insulin infusion) to the patient. No further information available.